Event description:
A user facility returned the olympus, model gif-ez1500, gastrointestinal videoscope to olympus due to a report of "air or water flow is weak or ineffective." Upon inspection and testing of the returned device, foreign material was found exiting from the air/water nozzle and it was determined the scope was incorrectly or insufficiently reprocessed; the scope was used for next procedure. This report is submitted due to the foreign material found exiting from the air/water nozzle and the scope incorrectly or insufficiently reprocessed. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found foreign material exiting from the air/water nozzle and it was determined the scope was incorrectly or insufficiently reprocessed. Additional evaluation findings are as follows: 1.) Gap of adhesive on a-rubber; 2.) Angulation did not meet specifications; 3.) Air channel volume failed; 4.) Water flow did not meet specifications; 5.) Water removal did not meet specifications; 6.) Water channel volume failed. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the reported issue could be attributed to that the equipment used in combination with scope (button, silicone tube, etc.) Broke and the fragment entered the channel and seemingly clogged in the nozzle. Olympus will continue to monitor the field performance of this device. A definitive root cause cannot be identified.